Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A dxterity diagnostic catheter was used during a normal heart cath procedure. No damage was noted to the packaging. The device was removed from packaging per IFU and inspected with no issues noted. The device was prepped per IFU with no issues noted. No alleged product malfunction is reported. The vessel associated with the event had mild calcification and mild tortuousity. After the procedure the patient became lethargic. MRI showed showed stroke from right carotid side which is the side that the catheter was introduced. Patient fully recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.